Event description:
Pt had an acl repair using the mitek, rigidfix and intrafix devices in 2002. Pt experienced post-op swelling. Knee was aspirated three times removing straw colored fluid. In 7/2002 dr performed a second procedure and did debridement & washout of the site. The acl looked good. Cultures came back negative for infection. As surgical intervention occurred an MDR is being filed to document this event. See also MDR # 1221932-2002-00074 & 1221934-2002-00075.